Event description:
Ous MDR - it was reported a sudden eri was detected via home monitoring. In the beginning of august the battery status showed 61% with 3.03 battery voltage. An additional follow-up has been performed in hospital. During this follow-up no eri was displayed.

Manufacturer narrative:
3/5/18 - we received a device evaluation. An explant date was not reported. Upon receipt, the interrogation of the implantable cardioverter defibrillator (ICD) revealed the battery status eri. The device was implanted for about 50 months and 18 charging cycles were recorded to the device memory. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached.in a next step, the current consumption of the ICD was analyzed and found to be normal and as expected. However, an inconsistency of current consumption and battery voltage was noted. This inconsistency lead to the automatic detection of the battery status eri and a notification via home monitoring to assure the patients safety. The device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The battery voltage as well as the overall current consumption of the electrical module were directly measured. Thereby a normal current consumption could be confirmed. However, the measurement of the battery voltage revealed a depleted battery. Therefore the battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The measurement of the battery voltage confirmed a depleted battery and the microcalorimetry analysis showed an elevated heat dissipation. In a next step, the battery was opened for destructive analysis. During the inspection of the inner assembly of the battery an internal short circuit was identified, which led to an elevated internal self-depletion within the battery and therefore contributed to the clinical observation. In conclusion, an elevated internal self-depletion within the battery was found to be the root cause for the clinical observation. Based on the analysis all therapy functions of the device were entirely available while the device was implanted and in service.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data have been analyzed. The analysis revealed an inconsistency of battery voltage and charge consumption of the ICD leading to the automatic activation of the eri battery status. The root cause for this inconsistency of battery voltage cannot be determined without analysis of the device. We therefore recommend to replace the device and to return it to biotronik for analysis. Of course, individual circumstances and medical judgment determine decisions about patient care and the frequency of follow-up sessions. Should additional information become available, this report will be updated.